Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient was currently in the hospital due to lower extremity weakness. The caller was requesting someone to come and temporarily stop the pump. No further complications were reported.

Manufacturer narrative:
Additional information was received indicating the event was not a complaint and the device and therapy were working as expected. No further regulatory reports will be submitted pertaining to this event. If information is provided in the future, a supplemental report will be issued.